Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 9/4/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / 18k057av) became stuck in the marksman¿ microcatheter (medtronic) after the first pass. It was reported that adequate and continuous flush was maintained through the microcatheter but there was resistance experience during the advancement of the embotrap device in the microcatheter. There was no difficulty deploying the embotrap device on the first pass. The embotrap device could not be removed without taking the entire system out including the microcatheter. There was no report of any appearance of damage on the embotrap device or on the marksman microcatheter when they were removed. The event resulted in 5 minutes of delay to remove the embotrap and the marksman microcatheter and to insert the replacement device to complete the procedure. The procedure was completed with a solitaire device (medtronic). There was no report of medical intervention, no report of patient adverse event or complication. The procedure was successfully completed. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the 5mm x 33mm embotrap ii device was returned to cerenovus loaded into the insertion tool. The original product packaging, tyvek pouch hoop, and instruction for use (IFU) were not returned. No ancillary devices or other components were returned with the complaint device. The initial examination of the returned embotrap device identified deformation of the distal cone (outer cage and inner channel), kinked proximal struts (outer cage and inner channel) and damage to the distal tip but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged, with the exception of the stretched distal tip. The damage noted during the visual inspection under magnification i.e. Kinked proximal struts of both outer cage and inner channel and distal cone, is indicative of excessive pushing of the device against resistance. The damage to the proximal struts and distal cone is indicative of a blockage or constriction of the inner lumen of the microcatheter or pre-deployment of the device in the microcatheter hub as the insertion tool may not have been fully seated. The damage noted to the distal tip during inspection is indicative of pulling the device against resistance or withdrawing through a closed rotating hemostat valve (rhv). The investigation determined that the tip damage did not contribute to the failure to deliver the device through the microcatheter. The complaint indicated that the returned device was successfully passed through a marksman microcatheter by the physician on first pass. During the second pass the embotrap could not be delivered and the device and microcatheter were removed. The returned embotrap device was loaded into the returned insertion tool and introduced into a brand new 0.027¿ marksman microcatheter with a standard rhv attached. The distal end of the insertion tool was fully seated into the microcatheter hub, leaving a 4mm gap. The rhv was then fully tightened. The returned embotrap device was advanced into the microcatheter lumen. Significant resistance was noted once the distal tip entered the lumen of the microcatheter. The position of the deformation on the strut is consistent with the damage noted on the distal cone. An unused 5mm x 33mm embotrap ii device was tested on the marksman microcatheter per the same method as the returned embotrap device was, and again resistance was noted and the embotrap device failed to be delivered and was noted to be more proximal of the damage noted on the returned embotrap device. This procedure was repeated and on the second attempt to deliver the device, it was successfully delivered, however there was resistance felt throughout the delivery attempt. The delivery procedure was repeated for a third time and the device failed to deliver. After the three delivery attempts, the 0.027¿ marksman microcatheter was visually inspected for damage under magnification. Examination of the microcatheter hub to lumen transition on the inner diameter of the microcatheter indicated the presence of a partial occlusion of the lumen at the proxima end of the shaft. The occlusion is a result of exposed braiding at the proximal end of the microcatheter shaft (in this case, the stainless-steel braid construction of the marksman microcatheters). The terminal edges of the braid are exposed and angled into the inner diameter of the microcatheter lumen at the shaft to hub transition. A review of manufacturing documentation associated with this lot (18k057av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The investigation concluded that a defect in the lumen/braiding of the marksman microcatheter can exist, and this defect can impinge into the microcatheter lumen so that the potential for difficulty in advancing the catheter increases. The investigation also demonstrated that the defect can have an inconsistent impact on the delivery of the device, i.e. It may be possible to successfully deliver the device on the first pass and then the second attempt to deliver is unsuccessful. It is therefore concluded that the failure to deliver the device is due to a defect in the marksman microcatheter which permitted the first delivery of the device but prevent the delivery during the second attempt. During the second pass attempt the difficulty in delivery caused excessive force during advancement resulting in the proximal struts and distal cone area to be kinked. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (18k057av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / 18k057av) became stuck in the marksman¿ microcatheter (medtronic) after the first pass. It was reported that adequate and continuous flush was maintained through the microcatheter but there was resistance experience during the advancement of the embotrap device in the microcatheter. There was no difficulty deploying the embotrap device on the first pass. The embotrap device could not be removed without taking the entire system out including the microcatheter. There was no report of any appearance of damage on the embotrap device or on the marksman microcatheter when they were removed. The event resulted in 5 minutes of delay to remove the embotrap and the marksman microcatheter and to insert the replacement device to complete the procedure. The procedure was completed with a solitaire device (medtronic). There was no report of medical intervention, no report of patient adverse event or complication. The procedure was successfully completed.